Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hypoglycemia after perceiving that the ilet delivered excessive insulin for a morning meal, following a recent factory reset and learning period during which an infusion set issue and atypical meal announcements occurred; the user¿s blood glucose reached a nadir of 40 mg/dl, the system issued a low alert, and support guided another factory reset with education on learning-period best practices. Symptoms included anxiety and difficulty thinking clearly. Outcomes included self-treatment with oral carbohydrates, correction of blood glucose to 102 mg/dl within about 30 minutes, no outside assistance, and no medical intervention. Investigation included troubleshooting with the user, a guided factory reset, and education on proper meal announcements during the learning period. Investigation of this case revealed a maladaptation of breakfast dosing following an infusion set issue and inconsistent meal announcements, which led to excessive insulin delivery and hypoglycemia. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.